Event description:
Prior to a coronary artery drug eluting stenting treatment procedure there was damage to the proximal side of the taxus liberte 3.0 x 32mm stent. The damage was observed during preparation outside of the body. No patient complicatons were reported. The device did not enter the patient. Reporting as only ous approved but similar device us marketed.